Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a patient underwent revision surgery to address two fractured unknown rods. This report captures the first of two rods.